Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument firing knobs were retracted and the articulation lever was in a neutral position. Functional testing found that the instrument was successfully loaded with a representative single use loading unit. The instrument demonstrated successful clamping, full cycling, opening, and unloading repeatedly without any difficulty. It was reported that the device was not firing completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of the articulation lever was not functioning properly that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: indications, contraindications, warnings and precautions for the user to follow according to the single use loading unit to be used. Warning and precautions section instructs to avoid obstructions and the loading instructions states that before loading the articulation lever must be in neutral position, (0° relative). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a whipple's/pancreaticoduodenectomy procedure, the device fired halfway with complete staples; the rest were incomplete towards the distal end, and the staples did not form. Another reload was used, fired halfway (distal), then staples did not form a "b" shape, and the staple line for both reloads was incomplete. A new handle and reload were used and suturing as a staple line replacement. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia45amt, egia45amt egia 45 artic med thick sulu (lot #n3a0134y); sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot #n4h1675y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.